Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a frozen display. The customer was trying to give herself a bolus and the numbers were ramping. Troubleshooting was performed. The battery was removed and the device rested. It was stated that after the device rested, it alarmed. No further info was provided.